Event description:
It was reported that patient reported the infusion set cannula fell before due time pulled out by mistake.

Manufacturer narrative:
Patient city: (B)(6) patient country: spain. Establishment name:(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.